Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified based on the results of the investigation should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope contained the presence of a foreign body in the insertion channel. The issue was identified during reprocessing. There were no reports of patient involvement.